Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision usage sheet that the patient's left hip was revised. Rep stated: "pt seemed to be dislocating so we changed head/liner to mdm." A ceramic 36 + 7.5 v40 head and 36mm 0° poly insert were revised to an lfit v40 28 + 12 head and 28/52 46f x3 adm/mdm liner.